Manufacturer narrative:
Correction to section b1. The valve was not returned for evaluation as it remains implanted in the patient. No relevant imagery or records were provided for review. The complaint for valve degeneration was unable to be confirmed. No manufacturing non-conformance was identified during evaluation. A review of device history record (DHR) did not reveal any indication that a manufacturing nonconformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was unable to be confirmed. Based on the limited information provided, the root cause for the valve degeneration approximately 2 years post valve implant could not be determined but may be related to the patient's co-morbidities (ckd) and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no manufacturing non-conformances or IFU/training deficiencies were identified, a corrective/preventative action and product risk assessment are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 2 years post transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, a valve in valve with a 26mm sapien 3 ultra valve was performed due to degeneration related to the patient's dialysis treatments. The patient expired post procedure after being disconnected from the ventilator with no relation to the implant.